Event description:
During a wiktor stent implant the lesion could not be crossed. During withdrawal of the stent delivery system the stent came off of the balloon. Attempts to retrieval the stent with a snare was unsuccessful and the stent embolized into the leg. Surgery was required to remove the stent from the leg. No other pt complications were reported.